Event description:
During a dialation and curettage the uterus was perforated. As the f-tip was being removed it was noticed that the f-tip broke and the tip of the f-tip was left in the pt. An ultrasound was performed immediately after surgery, but the f-tip could not be observed.